Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The sheath and delivery system were not returned to edwards lifesciences for evaluation. Without the devices visual inspection, functional testing and dimensional analysis could not be performed. No imagery, photographs or video were provided for evaluation. Lot history review revealed no other similar complaints. Complaint history review from march 2018 through february 2019 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for delivery system ¿ withdrawal difficulty ¿ through sheath with device return. No manufacturing non-conformance's were identified in the similar complaints evaluations. A review of the complaint history revealed that the occurrence rate did not exceed the february 2019 control limit for the appropriate trend category. A device history record (DHR) review of the work orders was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing related issues that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the delivery system components undergo multiple 100% visual inspections. The delivery system also undergoes distal to proximal final visual inspection. In addition, product verification (pv) is also performed on a sampling basis. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. In this case, the complaint for delivery system ¿ withdrawal difficulty ¿ through sheath was not able to confirmed due to the unavailability of the devices. Without the device returned for review, the presence of a manufacturing non-conformance could not be determined. Review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformance's. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint event. Furthermore, no training/IFU deficiencies were identified. As reported, the balloon was inflated with an additional 2cc of fluid, which could have impacted balloon profile when inflating/deflating. The balloon must be fully deflated prior to withdrawal. Any attempt at retracting the delivery system with an enlarged balloon profile into the esheath could result in the balloon catching onto the sheath tip requiring excessive force during retrieval. Not placing flex tip over triple markers prior to withdrawal can also increase the difficulty withdrawing the delivery system. Furthermore, calcification or tortuosity (both noted as mild in the access vessels) can cause non-coaxiality between the delivery system and sheath tip increasing the difficulty withdrawing the delivery system. Although the exact cause of the event cannot be determined, available information suggests procedural factors (withdrawal of a not fully inflated balloon), in addition to patient factors (vessel calcification, tortuosity) may have contributed to the difficulties encountered during the withdrawal of the delivery system through the sheath. Although it was speculated that either a failure of the perclose device or withdrawal of the delivery system with the nose cone outside of the sheath may have contributed to the access vessel injury and subsequent surgical cutdown and repair, the exact cause of the injury to the access vessel cannot be confirmed at this time. Since no product non- conformance's or IFU/training inadequacies were identified, and the trend category does not exceed control limit for february 2019, no corrective or preventive action is required at this time.

Manufacturer narrative:
Thv/tvt registry. UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a transfemoral tavr procedure, following the deployment of a 26mm sapien 3 valve, difficulties were encountered during the withdrawal of the commander delivery system back into the 14fr. Esheath. The balloon tip of the delivery system got caught on the esheath tip. The esheath and delivery system were removed together with the nose cone and distal balloon just outside of the sheath. The deployed perclose devices were ineffective and caused an ¿issue¿ at the access site. The physician ballooned the access site; however, a cut down on the vessel was required in order to repair the injury with a patch. At the time of the report, the patient was in stable condition. Information regarding the access vessel minimum luminal diameter (mld) and degree of vessel calcification and tortuosity was not provided. Per general medical opinion, the vascular injury was attributed to the perclose devices. It was reported that the first closure device did not ¿take¿. The second closure device was deployed too deep and stripped the interior portion of the vessel. A second medical opinion speculated that the balloon tip may have contributed to the vascular issue as it was pulled through the vessel while being ¿just outside the sheath¿. The esheath and delivery system will be returned to edwards lifesciences for evaluation. The valve remains implanted in the patient.